Event description:
(B)(4). Constant pain and discomfort. Migraines and headaches daily. Extreme weight gain. Extreme fatigue. Nausea. Anger and depression. Energy loss. Back pain daily. Muscle spasms. Vision loss. Hair loss. Missed menstrual cycles. Month long menstrual cycles. Insomnia yet, extremely tired. Abdominal pain. Uti's. Yeast infections. Painful intercourse. Unbalanced. Memory loss. Nickel allergy.